Manufacturer narrative:
D10: 300-30-12 - equinoxe preserve stem 12mm (B)(6), 320-06-42 - glenosphere 42mm (B)(6), 320-10-15 - humeral tray +15mm (B)(6), 320-15-01 - eq rev glenoid plate (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6), 321-52-07 - 3.2mm drill bit sterile (B)(6). A review of complaint history determined that no further action is required as no trends were identified. No manufacturing process-related non-conformances, deviations, or exceptions are associated with the humeral stem, humeral tray, or torque defining screw packaging or manufacturing lots. No device was returned for evaluation; the reported event was confirmed by review of photographs of the device and radiograph images. The review identified that the humeral tray construct has disassembled from the humeral stem. The glenosphere does not appear to be fully seated on the glenosphere baseplate. The humeral liner appears to have wear on the edges. The humeral adapter tray appears unremarkable for an explanted device. The torque defining screw appears intact but covered in debris or soft tissue. The revision reported was likely the result of disassembly of the torque defining screw from the humeral stem and subsequent disassociation of the humeral tray construct. The observed humeral liner prosthesis wear could be due to abnormal articulation of the liner following the screw disassembly. Additionally, it is unclear whether the humeral liner nonconformance issue may have contributed to the extent of the observed edge wear. The order of events cannot be confirmed because the devices were not returned for evaluation. Potential contributions of user or patient-related considerations to the event could not be assessed. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that an 80 yo male patient, who had an initial right tsa, underwent a revision procedure, approximately 8 months post the initial procedure. The patient complained of pain. The implant disassociated. The liner was replaced. There were no surgical delays or device breakages reported. Patient was last known to be in stable condition following the event. Product is not being returned due to the hospital is unable to release without patient approval. No further information. This is 1 of 2 reports for this event.